Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 2mg/ ml at 0.266 mg/day via an implantable pump. It was reported that during a refill they expected residual was 1.4ml but the hcp withdrew 15ml. No symptoms of withdrawal or increased pain. The patient stated he had no pain. No diagnostics/troubleshooting were performed. No interventions/actions taken to resolve the issue at this time. No surgical intervention was planned or scheduled. The issue was resolved at the time of this report.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the patient will have a dye study. Additional information was provided from a healthcare provider via a company representative stated that the patient had attempted catheter dye study today but was unable to aspirate. Additionally, the pump appeared to have migrated laterally and some of the catheter was very superficial. The patient will be referred for possible revision.